Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of p waves during recorded atrial fibrillation (af) episodes. The atrial sensitivity was increased temporarily and subsequently far field r-wave (ffrw) oversensing was seen so the  sensitivity was programmed back to it previous value. The lead was reprogrammed and remains in use. No patient complications have been reportedas a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 429888 lead, implanted: (B)(6) 2021; product ID: dtma1q1 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.